Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred just after a patient¿s continuous renal replacement therapy (crrt) had begun. The multifiltrate (mft) machine alarmed appropriately with a blood leak alert. Blood test strips were not used to verify the presence of blood. It was reported that ¿light red liquid¿ was visually observed within the tubing and bubble catcher. No damage was identified on the dialyzer. Nothing unusual was noted during the priming phase. There was no patient injury, adverse event, or medical intervention required due to the reported blood loss. Estimated blood loss (ebl) was said to be 50 ml or less. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for physical evaluation as it was reportedly discarded.